Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right ventricular lead's impedance had been rising over time and noise was observed on the atrial lead. The patient is on a transplant list. The physician decided to cap and abandoned the leads on (B)(6) 2018. The patient was down graded to a single chamber generator and the right ventricular lead was replaced. The patient was reported to be stable.